Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment that the printer was very slow but was not able to confirm the comments regarding the output continuing to decrease after the "test" button to determine thresholds was released and it was additionally noted there was no evidence of sluggish performance or error found in the logs and that the programmer had passed its incoming testing. The hard drive was reconfigured and the software reloaded and updated. The programmer passed all console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's printer was not functioning normally and that output continued to decrease after the test button to determine thresholds was no longer pressed. It was speculated that it was related to a touch panel malfunction as the button functioned as though it were stuck. The programmer was restarted and functioned normally. The programmer was returned for service as well as a requested test and calibration procedure. No patient complications have been reported as a result of this event.